Event description:
Reported the pump was not infusing - no more drug delivery. The pt was experiencing no injury. The hcp reported the rotor works and the catheter was determined to be okay. The pump was explanted after an implant duration of 11 months and returned to the manufacturer for analysis.